Event description:
It was reported that a spectrum pump under-infused while in use on a pt (infusion parameters unk). It was also reported there was no pt injury. No further info is available.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.